Manufacturer narrative:
The device was received not deployed and the pink slide insert was not in the viewing window. The download data indicates that the device ran 46 pulses and then was deactivated before running the second priming sequence. During investigation, the ratchet gear was manually advanced and the cannula assembly successfully deployed. No issues were found that would result in a needle mechanism failure as the pod was deactivated after the first priming sequence ended but before the start of the second priming sequence. The soft cannula was observed to be damaged at the distal tip. Since the distal tip was damaged, fluid was unable to flow through the fluid path and exit the complete distal tip of the soft cannula. A blockage was also found in the formed needle, which was then cleared allowing fluid to pass through. A leak test was performed and no leakages were observed along the entire fluid path. Although the soft cannula was damaged, the timing and cause of the damage is unknown. No damages were seen to the top/bottom housing during initial inspection, but after deploying the device and removing it from the bottom housing, damage to the bottom housing was observed. The timing and cause of this damage could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deploy early. The pod was not worn.